Event description:
It was reported that a pump experienced multiple occurrences of system error 322 - "link switch error (low)" (medication, programmed amount and delivery rate unk). It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom after running the unit for over 24 hours. Two occurrences of ec 322 were found during the ehlr portion of the evaluation. Although the device was determined to be within specification in relation to the reported symptom, the upper and lower auxiliary assemblies were replaced, as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.